Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an endobronchial ultrasound (ebus), while completing the first sampling puncture, the needle broke off and was stuck in the patient. As a result, the fragment was retrieved from the patient. The procedure was completed as intended.

Manufacturer narrative:
This report is being supplemented to provide the findings of the investigation. New information is reported in h6, and h10. The device referenced in this report was not returned to olympus for physical evaluation, it was discarded by the customer. Olympus checked the device history records (DHR )for reported lot, and found that there were no abnormalities in the items related to the reported event. The instructions for use shipped with the device provides the customer with the following instructions related to the event: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, or mucous membrane damage. It can also damage the instrument. Conclusion/summary: since the actual product could not be confirmed and there were no abnormalities in the manufacturing records, the cause of the occurrence could not be identified. A past similar case indicates that a buckled needle tube breaks if straightening force is applied to the buckling. It is also known the needle weakens when repeatedly bent and straightened as the metal used for it has such a nature. The needle tube likely broke off by the mechanism below. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. The buckled needle tube then received force to straighten it. The bending and straightening reduced the strength of the needle tube until and finally broke it off.